Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer had an issue where the tampon was hard to remove and when pulling it out. Consumer states it was starting to separate and unravel but she didn't think too much about it.